Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the short and tall spine clap screws would not engage. The patient was larger and they were trying to clamp pretty far down on the spinous process and could not get it to clamp. Navigation was aborted and the surgeon carried on free handed. There was a surgical delay of 10 minutes. There was no impact to patient outcome. Additional information received stating that the most likely cause is due to the patient anatomy.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was no fault found. The system passed all testing. (B)(4). If information is provided in the future, a supplemental report will be issued.